Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. Therefore the reported device was not sent to brézins for investigation as repairs were carried out locally. To solve the reported issue the keypad was replaced but with no other evidences to confirm the origin of the defect the root cause of the reported event remains unknown. Although we cannot directly linked this issue to it, an internal CAPA was initiated for defective keypad with not responsive keys on the agilia range and corrective actions have been implemented since marh 2020. It is to be noted that the serial number of the reported device has been manufactured before those corrective action. In addition we strongly recommend users to follow the desinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keypads provided by other customers, one of the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge no patient consequences have been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Up arrow not working (defective keypad).